Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4)). Healthcare professional reported "capsular contracture baker grade 2/3". Later, healthcare professional reported "explanted device was a non-allergan implant". This record is for the left side. Device was explanted. Device code: 2682. Patient code: 1761. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5183747.